Event description:
It was reported that on (B)(6) 2011, two xience v stents were implanted in a de novo, mid, right coronary artery and approximately 13 months later the patient complained of chest distress [angina] at a follow-up visit. In-stent restenosis was diagnosed. On (B)(6) 2012, an electrocardiogram was done with no findings of a myocardial infarction. On (B)(6) 2012, cardiac enzymes were done which were of normal values. There was a stenting procedure completed on (B)(6) 2012 on the index target lesion in the mid right coronary artery as treatment and the symptoms resolved without an adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.